Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while preparing velcade cytostatics, leakage occurred from chamber with a bd phaseal¿ protector p14. The following information was provided by the initial reporter: leakage fromp14 protector. While preparing velcade cytostatics with phaseal, they found leakage from chamber and couldn¿t use that drug. That protector is destroyed as it was full with cytostatics.

Manufacturer narrative:
H.6. Investigation summary: one unused sample was returned to our quality engineer for investigation. The product was visually inspected, no damaged or defects were identified on the needle of the protector or the protector housing. Functional testing was performed, connecting the protector sample to a vial, injector, and syringe. In all cases the liquid inside the syringe could move to the vial and back to the syringe without issue and no leaks were observed. Three retained samples of the same lot were used for additional evaluation. The protectors were successfully connected to the vials, no damage was observed, and the product functioned properly with no leakages occurring. A device history review was performed for reported lot 1810105, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane, results were reviewed for the reported lot and found to be acceptable. If the protector is used more than once, liquid may accumulate and oversaturate the filter. This oversaturation would create a pressure which prevented proper air release to the expansion chamber. The same effect may occur if liquid accumulated within the internal face of the vial rubber stopper, overpressure can then create a leak into the expansion chamber. Based on the sample evaluation and the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that while preparing velcade cystostaics, leakage occurred from chamber with a bd phaseal¿ protector p14. The following information was provided by the initial reporter: leakage from p14 protector. While preparing velcade cystostatics with phaseal, they found leakage from chamber and couldn¿t use that drug. That protector is destroyed as it was full with cystostatics.